Manufacturer narrative:
Article citation: bilezikian, jordan a, tenzel, paul l, bebb, grebory g, kays, charles r. The broad application of prepectoral direct-to-implant breast reconstruction with acellular dermal matrix drape and fluorescent imaging in a community setting. Prs. 07/mar/2019. 291-300. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ten infections (4 percent) required explantation; 15 patients and 22 breasts had conversion from a subpectoral reconstruction to a pre-pectoral reconstruction for animation deformities and pain; one patient had implants exchanged for cohesive gel design because of visible rippling.

Event description:
Through journal article ¿the broad application of prepectoral direct-to-implant breast reconstruction with acellular dermal matrix drape and fluorescent imaging in a community setting,¿ authors report patients experiencing infections, pain, animation deformities, capsular contracture, baker grades 1 and 2, and rippling. Further reported, and deemed not related to the devices, was recurrent breast cancer. As information was received in aggregate the affected side and status of the devices is unknown.